Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 14th april 2010. The reported problem, of the device switches on automatically, was attributed to a membrane failure. Experience has shown that it is reasonable to conclude that these symptoms may be attributed to a membrane failure. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
There was no patient involved in this event.. Device switching on automatically.